Manufacturer narrative:
Hamilton medical ag received the log files of the device. The log file analysis indicated a problem with ppat (pressure patient) which could be related to safety valve block. Our partner service engineer replaced the safety valve block. Since the replacement, no complaints from the hospital have been reported to hamilton medical ag.

Event description:
Hamilton medical ag received the following incident description from the distributor:"customer reports high frequence and minimal tidal volumes and they cannot understand why. They used duopap and have checked fs for water and so on." Incident occurred during ventilation. No harm came to the patient.

Event description:
Hamilton medical ag received the following incident description from the distributor:"customer reports high frequence and minimal tidal volumes and they cannot understand why. They used duopap and have checked fs for water and so on." Incident occurred during ventilation. No harm came to the patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a blocked open active ambient valve. In consequence (correction) the defective ambient valve was replaced. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag requested further information regarding the event, investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the distributor:"customer reports high frequence and minimal tidal volumes and they cannot understand why. They used duopap and have checked fs for water and so on."incident occurred during ventilation. No harm came to the patient.